Event description:
Customer reported receiving an off no power alert after a low battery alarm. Customer stated that this has occurred multiple times and they felt nauseated and were vomiting. Customer's blood glucose reading at the time of the call was 232 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.